Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided . Patient weight not provided . Event date not provided.

Event description:
It was reported that the implant hex had become damaged resulting in the prevention of any other devices from seating fully inside of it. Implant will be removed.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned. The event could not be verified. Based on the evaluation, device malfunction has not occurred. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing could not be performed since the product was not returned. The reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.